Event description:
Customer reported, the insulin pump will trigger threshold suspend, 60 mg/dl, during the night. Customer blood glucose would be at 241 mg/dl. Customer declined moving the sensor stated would use the sensor until its full term. Customer stated he was working with trainer to control false lows and stated it has been working. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.